Manufacturer narrative:
Dr was contacted and indicated valve was explanted due to low pressure. The sample was evaluated. Testing on the unit was done to replicate the 100% testing required for the release of product. It was confirmed that the unit was yielding low pressure. We are unable to determine what caused the failure reported. All units are 100% tested prior to release. IFU was reviewed and it includes hypotony as a known complication. No lot number was provided an DHR could not be completed.

Event description:
An explanted valve was returned by dr.